Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: >7.5, reference: 4.1, mean: na, confidence limits: na. Inratio: 5.6, reference: 4.1, mean: 4.85, confidence limits: 2.6-6.9. The 1.5 inr was excluded from comparison test since no corresponding reference or repeated inratio value was provided. Inratio precision data provided by end-user: 1st inr: >7.5, 2nd inr: 5.6, mean: n/a, sd: n/a, %cv: n/a. Analysis of customer's data revealed that one out of two inratio versus reference test result comparisons did not meet accuracy criteria. In addition, repeated inratio test result comparison did not meet precision criteria. No product is expected to be returned. Retained strip testing from a previous case revealed that accuracy and precision criteria were met. (B)(4). Action threshold was reached. Since release of strip lot, in-house therapeutic sample tests were performed for retained and returned strips. Customer's observation has not been reproduced in tests. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #233029. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot #233029 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Precision: donor 1, 1st inr: 4.8, 2nd inr: 4.9, 3rd inr: 5.1, mean: 4.93, sd: 0.15, %cv: 3.10. Donor 2, 1st inr: 1.9, 2nd inr: 1.8, 3rd inr: 2.0, mean: 1.90, sd: 0.10, %cv: 5.26. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.5, lab: ng. Date: (B)(6) 2011, inratio: >7.5, lab: 4.1. Inratio: 5.6, lab: 4.1. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: >7.5; inratio: 5.6. Pt was unsure of therapeutic range. It had been 2.5-3.5 inr, but she thinks it was changed (or should have been changed) last fall to 2.0-3.0 inr.